Event description:
Four embolectomy catheter tested by scrub and circulator. Inserted 0.75 cc heparinized saline, balloon inflated intact, handed to surgeon, inserted into avf (right upper arm); when removed, tip of catheter from balloon down, 1/2 cm; including balloon was gone from catheter. Cxr post-op did not locate balloon tip. Unable to retrieve tip.